Event description:
The complaint involved a pt who underwent surgery and had a tibial insert and an abx spacer implanted due to staph infection. No info has been provided for explanted product. A revision surgery is scheduled for 6 weeks from the date of the event.

Manufacturer narrative:
Info for explanted product has not been provided. No investigation could be conducted. If product is returned or more info is provided, an investigation will be conducted and a f/u to this report will be completed.